Manufacturer narrative:
The event of failure to capture was not confirmed. The device was returned for analysis from the field with battery voltage above elective replacement level. Electrical and mechanical analysis performed indicated normal functionality. Additionally, visual inspection found no anomaly on the header related to the field concern. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for a device replacement procedure due to a normal elective replacement indicator (eri). During the procedure, after connecting the existing right atrial lead and right ventricular lead to the pacemaker, it was noted that the pacemaker did not capture pacing. The pacemaker was not used and was replaced during the procedure on (B)(6) 2025. The patient remained stable throughout.